Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The patient did not require hospitalization for the event and dianeal therapies were ongoing. The patient was treated with unspecified unknown antibiotics (every 3 days, doses not reported) intraperitoneally for peritonitis. At the time of the report, the patient was recovering from the event and antibiotic treatment was ongoing. No additional information is available. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.